Event description:
It was reported by the edwards field clinical specialist that after successful transapical deployment of a 23 mm sapien valve in a 50:50 position, the patient had severe central regurgitation. Echo was checked and a frozen leaflet was noticed. The physician proceeded to manipulate the valve leaflet to attempt to free it. While manipulating the leaflet a second 23 mm valve was prepared. The patient continued to have central regurgitation and it was decided by the team to implant the second valve. The second valve was introduced and deployed. Once the valve was deployed echo was checked again and central regurgitation had reduced to mild and all leaflets were functioning normally. The sheath was removed and the thoracotomy was closed. The patient was transferred via stretcher to the ICU in stable condition. The patient was noted to have moderate valve / leaflet calcification and the ejection fraction was not available.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.